Event description:
Information received a consumer using the cadd solis vip pumps - 2120 was concerned the residual left in pump was more than the pump displayed. The consumer withdrew left over residual of 12 milliliters. The dose on pump in 24 hours infusion is 3.4 ml/hr and symptoms of lower blood pressure, which was suggestive of mismatch in volume. Unknown medication that was infused. The consumer switched to a different pump. Factors that are not indicated in report is how much volume was mixed with medication into the cassette. This could or may be the reason for the volume discrepancy. No further adverse patient events reported, however lower blood pressure can lead to weakness and syncope. This was not reported but could cause serious injury.

Manufacturer narrative:
Evaluation results: one cadd solis vip pump was returned for investigation in good condition. There was no physical damage on the pump. The reported product problem (under delivery) was not evidenced in the event history log. Delivery accuracy tests were performed. The pump was delivering according to specification. No fault was found with the pump. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Evaluation results: one cadd solis vip pump was returned for investigation in good condition. There was no physical damage on the pump. The reported product problem (under delivery) was not evidenced in the event history log. Delivery accuracy tests were performed. The pump was delivering according to specification. No fault was found with the pump. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.